Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report an emergency room visit due to high blood glucose levels. The customer's blood glucose level was 600 mg/dl, but went down to 406 mg/dl. The customer's symptoms included feeling sick to the stomach and vomiting. The customer was wearing the insulin pump at time of admission. The cause per the healthcare provider was diabetic ketoacidosis. The customer was treated with manual injections. The outcome was that the customer was released from the hospital. The customer was sent tubing clamps and completed troubleshooting for the high pressure test and it passed. The customer was informed that the device was working as designed. The product was replaced and returned for analysis per their health care provider's instructions.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.